Event description:
It was reported that during a trial implant procedure, the lead would not function. The test stimulation needle did show stimulation (pelvic floor reaction), but when the lead was placed in the same location no reaction. This procedure was attempted 4 times with no success. Finally, a new lead was placed with successful stimulation obtained. No patient problems were reported.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed..